Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a moderately tortuous and severely calcified vessel below the knee. A 2mm x 40mm x 144cm coyote¿ es balloon catheter was advanced for dilatation. However, during third inflation at 12 atmospheres for 20 seconds, the balloon ruptured. The device was completely removed and the procedure was completed with another with the same device. No patient complications were reported and the patient's status was stable.